Manufacturer narrative:
Correction: initial medwatch was sent in error and being redacted. Upon additional review, it was determined that the event was not reportable as there was no clarification on the "serious adverse event," so does not meet requirements for reporting for serious injury as definition of sae may not be the same as the definition of serious injury for medtronic. No indication or report of permanent impairment, medical/surgical intervention, or hospitalization. Requesting follow up for further clarification.

Event description:
It was reported that there was an adverse event and/or serious adverse event. Additional information was requested but not yet received at the time of the report.

Manufacturer narrative:
Concomitant products: product ID: 4351, lot# serial# unknown, product type: lead. Product ID: 4351 lot# serial# unknown, product type: lead. (B)(4).